Event description:
Pt was found with routine evaluation and pt noting slower heart rate to have a pacemaker lead fracture. Pt was asymptomatic. There was not a specific event that was associated with trauma to the pacer system. Pacemaker replaced.